Manufacturer narrative:
G4: 03apr2020. B4: 03apr2020. Information was received that there was no patient involvement and that there was no allegation of a product malfunction. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: (B)(6) 2020. Date of event: 26mar2020.

Event description:
It was reported that the ventilator's touchscreen had a problem and needs to be replaced. Additional information about the event has been requested. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported.